Event description:
Reported issue: when the user attempted to fire a staple, it did not come out from the stapler during a gynecological surgery. Therefore, a new unit was used instead. No harm to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples were misaligned. The stapler was returned with its trigger partially engaged and with 10 staples remaining in the cover block, indicating that at least 25 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple was fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An nc has been initiated by the manufacturing site to further investigate misfire/jamming complaints for visistat. The lot number was not reported. However, a potential lot number was found by looking at the sales history. The potential lot number is 73d2200205. The device history review for the product visistat 35w 6/box lot# 73d2200205 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples were misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler goes through 100% inspection for proper staple alignment at the manufacturing site by firing three staples after assembly. Therefore, it is unlikely that the issue was present at the time of assembly. It could not be determined at this time what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending, and a follow-up report will be issued after the investigation is completed.

Event description:
Reported issue: when the user attempted to fire a staple, it did not come out from the stapler during a gynecological surgery. Therefore, a new unit was used instead. No harm to the patient was reported.